Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with heavy tortuosity and mild calcification. The 3.0 x 28 mm delivery system and the 2.75 x 33 mm xience xpedition stent delivery system (sds) could not cross to the lesion. A 3.5 x 15 mm xience xpedition sds crossed the lesion successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis of the 3.0 x 28 mm delivery system revealed that the balloon material was shredded at the proximal balloon shoulder up to the proximal balloon seal and at the distal balloon taper.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.